Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus due to the connection issue. A field service engineer reestablished the connection and completely booted up the refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was not properly connected and displayed an error message "device not detected on bus", which hindered users from accessing medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.